Event description:
One endeavor sprint rx drug-eluting stent was implanted to the mid rca. Pt was asymptomatic at 30 day and 6 month follow up. Pt death is reported to have occurred suddenly, approximately 8 months following index procedure. It was reported that event was not related to a mi and that there was no evidence of stent thrombosis. Autopsy report is not available. Investigator has indicated that it is not assessable if event was related to the study stent. Investigator reported that it is not known if death was due to acute cardiac death or infarction or a rhythm disorder.

Manufacturer narrative:
Eval results: death.